Manufacturer narrative:
The technician found the bed had no functions working and fuses were blown. Repairs have not been completed.

Event description:
The account alleged that the head of the bed will not go up or down.